Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, on insufflation, the balloon did not insufflate. The procedure was converted to open not because of the device challenge, but because the hernia was too large to repair laparoscopically. Another device was opened to complete the case. There was no patient injury.